Event description:
It was reported that the patient presented for the implant procedure. During the procedure, upon interrogation, the lead exhibited low pacing impedance. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of low impedance was not confirmed. As received, a complete lead was returned in one piece, with the helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.